Manufacturer narrative:
This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1, and (B)(6) for the aviva system 3. Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 1. 500 mg/dl (unknown aviva) and 200 mg/dl (unknown aviva) 2. 400 mg/dl (unknown aviva) and 80-90s-range mg/dl (unknown aviva) sets of readings were taken at different times. Customer has three aviva meters, and is not sure which meters were used in the roche meter-to- meter comparisons at the time. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that strips have been consumed. Replacement was sent.